Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when used on tissue, the load jaws would not close all the way during a procedure and noticed an error yellow triangle with exclamation point. The handle and shell were changed to resolve the issue in order to complete the case. There was no patient injury,